Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The iceball parameters were within specifications, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identify any freezing malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
The user reported two needles developing frost on the needle shaft. This MDR is being submitted for the first needle used in this procedure - please see MDR # 9616793-2020-00083 for the second needle used in this event. The needle also failed to create an iceball of acceptable size. The patient's skin was protected to continue with the procedure. The case was completed with no patient injury. Both needles will be returned to the manufacturer for investigation.